Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarm noted during testing or in the pump trace download. The device was received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. No damage on the original battery cap. The battery cap fits and removes properly in the battery compartment noted.